Event description:
It was reported that the transfer pump ruptured while feeding cement through the screws. The cement was mixed according to the mixing procedure. Physician used another similar product to complete the procedure. Here was a 10 minutes of surgical delay. The procedure was successfully competed. There was no patient consequence. Patient outcome is reported as good.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: visual analysis of the returned sample revealed that confidence kit, no needles was found the pump pistom assembly has broken into the threaded shaft of the pump nut tapered. IFU-0902-90-055 confidence spinal cement system - 11cc kit rev. 10 packaging, handling, and sterilization do not reuse or desterilize the device. Precautions: proper handling and storage of the system is mandatory. Damage or alterations may cause defects, which could become the source of failure. A dimensional inspection for the confidence kit, no needles was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However; a definitive cause can not be determined with the evidence provided. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the confidence kit, no needles would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 283913000. Lot number: 416679. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 21 nov 2024. Manufacturing site: jabil le locle. Expiry date: 31 oct 2026. Cement number: product code : 183901001 / batch number : 4525654. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.